Event description:
On 07/26/1999, the distributor's marketing manager informed the manufacturer (MFR.) Of the following: the facility's nurse stated that when drawing blood for checking protime inr's, the samples were hemolyzing in the tube. This was attempted three (3) times with the same patient. A different needle was used and no problems were encountered. It was also stated that when flushing and drawing back there was more resistance. The suspect samples are not available to be returned to the MFR. For analysis, however, the facility will return two (2) unused samples, same catalog/lot number for evaluation/analysis. On 08/02/1999, the MFR.'s clinical consultant contacted the facility's nurse and was informed that the facility recently switched to this product and she was uncertain of the brand of previously used by the facility. On one patient, three (3) attemps were made to withdraw a blood sample for the purpose of checking protime clotting. A 12ml syringe was used each time and each time the lab reported that the sample hemolyzed, on this patient, the blood was finally obtained from a separate peripheral site. Since this change in access needles, the increase in the frequency in high pressure alarms on infusion pumps has been noticed. The nurses have reported feeling a greater amount of resistance when flushing through the lines. The variables in technique such as syringe size, hand size amount of force applied to the syringe plunger were addressed. Also discussed were the many factors that can lead to catheter occlusion, such as vessel/lumen/reservoir thrombosis, drug precipitate, and mechanical problems. The facility's nurse stated that the only variable that has changed is the brand of access needle. She requested information regarding the product specifications for the access needles (ID, od, flow rates and any other information) be provided to her for comparison, on 08/10/1999, the distributor's marketing manager provided the MFR. With the catalog number of the product previously used by the facility. No further details were provided.